Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 12/11/2015 in relation to another unrelated complaint. The complaint file for this complaint was created on 12/14/2015 after the pump had been disassembled for testing related to the other complaint. The following findings are observations from the original product analysis of pump 50-13180-15: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was exercised for 24 hours with no errors, alarms, or warnings observed. The total daily dose values in the pump history added up to correctly reflect the programmed basal settings. A delivery accuracy test was performed and passed, indicating that the pump delivered insulin within specifications. Further testing could not be completed due to disassembly of the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient's blood glucose read 'hi', with increased thirst, drowsiness, and urination. No other information was provided. This complaint is being reported as customer support attributed the complaint to inaccurate delivery, the patient experienced hyperglycemia, and the pump could not be ruled out as a cause/contributor.